Event description:
Physician alleges that one hour after the pt received packed red cells, which were processed with cats' (continuous auto transfer system), during orthopedic "or" pt's urine turned dark. The next day the pt ended up on dialysis.